Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was 405 mg/dl at the time of incident. The customer¿s current blood glucose level was 355 mg/dl. The customer reported that the customer changed the set however could not get the blood glucose level down. The customer had high blood glucose level high as 405 mg/dl and low as 57 mg/dl yesterday. The customer was treated with manual injection and insulin pump. The drive support cap was normal. The insulin pump will not be returned for analysis.